Event description:
Customer has complained difficulties during the material's introduction. Sample is not available for analysis. Second case notified: customer is facing the same difficulties to insert the material, however, in this case the hospital states damage to the patient because it occurred extension time of the insertion procedure, they had to provide some immediate action as open a new material to insert in the patient. This kind of issues was observed in different sector of the institution.

Manufacturer narrative:
The cause of the reported incident could not be determined as there was no product returned. Review of manufacturing process showed that the affected lots of the device undergo 100 percent visual inspection to check for visual defects of parts and subassemblies and 100 percent functional test during the manufacturing process. These tests are designed to detect any issues associated with the integrity of exacta assembly process. Review of the quality records showed that the device goes through sampling visual inspection for damaged components during outgoing inspection. Results showed that the devices met the requirements. Future complaints would be monitored to evaluate trend for investigation. No corrective and preventative action could be established as the cause of the complaint could not be determined. (Affected device was not returned for investigation).